Manufacturer narrative:
Manufacturing device history record (DHR) review was not relevant to the investigation. The device was received for evaluation. Visual testing was performed and the device was evaluated. Visual inspection found tamper seal intact. Device was received in with all cracked small knobs, damaged battery cover and input/output label. Evaluation confirmed the reported problem. The reported issue was caused by a damaged knob. The root cause was traced to the customer. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that oxygen could not be adjusted and the knobs were broken. No patient injury was reported.